Event description:
It was reported that the reservoir component of the patient's inflatable penile prosthesis (ipp) was explanted and replaced due to a leak from the tubing. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.